Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the needle did not deploy, indicating a failure of the needle mechanism. The patient's blood glucose levels were unaffected, and the pod was not worn.

Manufacturer narrative:
The device was received undeployed. The needle mechanism deployed fully when the chassis sub assembly was removed from the bottom housing. A deep scratch was observed on the bottom housing second shot to the left of the environmental seal. This indicates that the formed needle deployed into the bottom housing. The incorrectly installed chassis sub assembly caused the formed needle to deploy into the bottom housing. This resulted in the device not deploying as intended. The hard cannula was observed to be bent. The needle deploying into the device caused the damages to the hard cannula. The exposed portion of the soft cannula was observed to be torn, and the unexposed portion of the soft cannula was observed to be flattened. The needle deploying into the bottom housing caused the damages to the soft cannula. Corrosion was observed on the top battery. The needle deploying into the device resulted in fluid being present within the device, resulting in this corrosion.